Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer¿s blood glucose (bg) level was "high", although a specific value was not provided. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.